Event description:
According to the reporter, halfway through a laparoscopic procedure, the reusable non-(B)(6) lead to the diathermy hook snapped/popping sound from the diathermy machine with sparks. The remaining head of the lead was in flames whilst still connected to the diathermy machine. This was a few centimeters from the plug into the diathermy machine and not near the patient. Fire and flames contained by smothering it with surgical sponge cloth. The head of the lead was physically removed by the surgeon with a surgical sponge. Disconnected diathermy pad and ligasure device from the diathermy, moved the diathermy machine away from staff and patient. Unplugged machine from switchboard. No other equipment was affected, it was a near miss. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).